Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap was detached from the cannula tabs and missing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic bilateral inguinal hernia repair on (B)(6) 2015 and absorbable straps were used to fixate mesh. During the procedure, the end of the stapler fell off into the patient. The stapler remained useable and the tip was retrieved. There were no reported patient consequences.